Event description:
The micro sagittal saw was sent in for evaluation because it was running on its own without activation. The event occurred during a routine maintenance visit; no adverse event was associated with the device.